Manufacturer narrative:
Investigation: the investigation has been carried out by the aesculap technical service group (ats). It was not possible to insert a tool, due to the fact that the two ball bearings at the tool holder are broken. Therefore it was not possible to verify the temperature at the area of the shaft. The interior shows general corrosion/ rust and staining. The stator is fine. Batch history review: the device history records have been checked and found to be according to the specification valid at the time of production. Conclusion and root cause: the failure occurred most probably due to an insufficient reprocessing/cleaning. Rational: after the investigation, we assume that an insufficient reprocessing/cleaning led to the described failure after the short amount of time (manufacturing date: may 2017). No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). During surgery the patient got burned from the device. Components in use listed as concomitant devices are: ga863 / elan 4 electro 1-ring handpiece l10; gp155r / elan 4 1-ring diamond burr d4.0.